Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Note: upon investigation of the meter's memory, an additional result of 94 mg/dl was found occurring 3 minutes after the reported results.

Event description:
Reporter stated that customer received the following results on the performa nano system within 1 minute: 308 mg/dl, 107 mg/dl and 62 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.